Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient received emergency room treatment for elevated blood glucose levels. The patient reported that the pump emitted an alarm during the night which did not awaken her. The patient also reported that upon awakening, she did not know how to clear the alarm and therefore, did not resume insulin pump therapy or use an alternate method of insulin administration.